Event description:
It was reported that a pump declared an altitude alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes on the pump and replace the current cartridge. After loading a new cartridge, the pump resumed normal operation without the alarm recurring.